Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. Electrical testing found shorting between conductor paths with the cause of the reported event was due to overtorqued inner coil consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance of less than 200 ohm. The rv lead was removed and replaced. The patient was in stable condition.